Event description:
Elemental mercury (hg) leaked from balloon lumen and spilled on floor in pt room while device inserted in pt requiring stat hazmat response. Pel of hg = 0.01 mg/m3. This was 4th similar incident, that previously involved pt bedding and immediate pt/staff environment, all of which required hazmat responses. Problem relates to proximal tip of balloon lumen that cannot be positively accluded to prevent leakage following installation of hg due to design of the balloon lumen tip. Leakage occurs when the lumen tip is oriented below level of balloon in situ.